Manufacturer narrative:
Biocompatibility testing to (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported a patient experienced a skin irritation while wearing the lifevest. The skin irritation was described as redness and itching. The patient's doctor prescribed a salve. There is no alleged deficiency. Follow up was completed and the skin irritation was improved.